Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on an unspecified dates (B)(6) 2020 - (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps with povidone-iodine solution had no iodine. This was noticed during setup for peritoneal dialysis therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.